Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent infusion set needle was confirmed but the exact cause remains unknown. The product returned for evaluation was a one 22ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the needle was observed to be bent near the non-engaged safety mechanism. The following observations were noted during the sample evaluation: the needle was bent at the region where the needle extends from the base. Microscopic examination of the sample found no supporting evidence of a specific root cause. A functional test of the safety mechanism found that the safety mechanism would not engage over the needle tip due to the bend within the needle. A needleless injection cap was attached to the luer adapter and light potential use residue was observed. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. A lot history review (lhr) of asdts0177 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the needle was found bent within the packaging. Noticed before patient was accessed. (B)(6) 2019: returned sample exhibited evidence of use and difficulty engaging the safety mechanism.